Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was unknown the time of the incident. Customer was advised the insulin pump will be replaced. The customer returned the device for analysis.